Manufacturer narrative:
(B)(4). A visual inspection of the returned unit was conducted and no anomalies were found. The breath delivery central processing unit printed circuit board (bd cpu pcba) used on this ventilator system is no longer available as a replacement part. This pcba was redesigned and production of this bd cpu pcba ceased after the release of the new design and is not available for sale. It was reported that no operating system software exists on this board. The correct software version was loaded successfully. The unit powered up normally and no errors were recorded in the diagnostic logs. Calibration, extended self test (est) and short self test (sst) tests were run successfully without any errors. The unit was then put into normal ventilation mode. The unit ran in ventilation mode for a minimum of 24 hours. On review of the ventilator diagnostic logs, no errors were observed. Nor were any alarms were observed during the run in period. Conclusion: no fault found.

Event description:
It was reported that while in use on a patient, an operation failure occurred on the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).